Event description:
It was reported an io was placed into a patient's right tibia in the field. Meds were administered to the patient through the io. Patient was transported to the hospital and approximately two hours after arrival they attempted to remove the io. During removal the hub pulled off of the needle. At which time, they attempted to remove the needle by pulling it from the patient and it broke in half. The patient was then transferred to another hospital where he was taken to the operating room and had the piece of needle removed. There was no delay in treatment and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.